Manufacturer narrative:
The company rep examined the sys and replaced the battery and the pressure vacuum manifold. The sys was then tested and met specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that a pt had just undergone a procedure (unspecified), and the physician was trying to decide whether or not a vitrectomy was necessary. When the surgeon eventually decided that the additional procedure was necessary, the equipment was turned on for use and a sys message was displayed indicating the equipment was not "active" for surgery. The customer selected "ok", and a green square was displayed stating that the battery should be charged. The vitrectomy was cancelled due to this event. Pt impact is unk at this time. Add'l info was requested, but none has been received to date.